Manufacturer narrative:
The catheter was returned in two segments. The segments were separated by a jagged break. It is undetermined how or when this damage may have occurred. It is possible that the catheter may have been damaged when the needle was pushed through. The catheter met all specifications for tensile strength and ultimate elongation. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that the catheter fractured.